Event description:
It was reported by lifewatch, "skin irritation from the electrodes. The patient had itching, hives and blistering. The patient's cardiac monitoring enrollment period was from (B)(6) 2011 through (B)(6) 2011. The electrodes were utilized in conjunction with the act I sensor. The electrodes were not returned to lifewatch for evaluation. Cleartrace lot number is unavailable. The patient was seen by a dermatologist for the skin irritation." Lifewatch services inc. Had the patient complete a questionaire that was completed on (B)(6) 2011. The survey revealed that skin irritation started the 3rd or 4th day of the cardiac monitoring period ) (B)(6) 2011) and was under all electrode sites. The patient reported normal skin type and light skin tone. The skin irritation was the size of the ECG electrode and a solid irritation of itchy hives and blistering. The patient had a reaction that required to be seen by a dermatologist. The patient took non-prescription oral benadryl for the reaction; however, it was also reported the physician did not prescribe any medications.

Manufacturer narrative:
The cleartrace ECG electrodes were discarded by the end-user; therefore, an investigation on the suspect device cannot be completed. The lot number of the electrodes is unknown therefore a DHR/lhr, device history record/lot history record, review cannot be accomplished. The patient prepared the ECG site by cleaning the site with soap (dove). The IFU, instructions for use, state, "for oily skin, cleanse with alcohol pad and let dry completely before applying electrode. Prepare site with a brisk, dry rub. Avoid damage or abrasion of skin surface." There could be a multiple of possible causes for this complaint. One possible cause could be insufficient skin preparation resulting in trapped solvents or oil under the electrode. The IFU specifies that "the electrode site should be dry before electrode application. Trapped solvents can cause skin irritation and loss of adhesion." It was also reported that when the patient replaced the electrodes on a daily basis, she placed the new electrode on top of the same location, or, next to the previous location. The IFU states, "during monitoring, new skin sites should be used with each new electrode application to minimize trauma to the skin." Furthermore, allergic reaction to gel component or adhesive could be a possible cause for this failure mode. The root cause of the complaint cannot be conclusively determined at this time; especially without examination of the product or review of the DHR/lhr documents. Biocompatibility documents noted that all skin contact substances were tested and are considered biocompatible for their intended use. Electrodes were tested for cytotoxicity, and, sensitization and irritation through iso testing. Thus, likely possibility of reaction due to manufacturing related issue is relatively low. Manufacturing defects were not identified within the evaluation; thus, no corrective action is recommended at this time. Conmed is considering this complaint closed. Device discarded by end-user.